Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the insulin pump was squirting out insulin during the manual priming process. Blood glucose level was 203 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.